Event description:
It was reported that a perforation was located in the mid left anterior descending artery (lad). A 2.8 x 16 mm rx graftmaster stent was implanted successfully and initially appeared to have sealed the perforation, as angiography showed no further extravasation out of the artery. However, the patient's blood pressure was gradually declining and medication was administered. An intra-aortic balloon pump (iabp) was placed. A large pericardial effusion was noted and pericardiocentesis was performed with a pericardial catheter placed which was draining large amounts of blood. The patient was intubated and placed on a ventilator. The decision was made that the patient would be sent to surgery to close the perforation, as the pericardial catheter which was placed continued to drain large clots of blood. However, before the patient could be taken to the operating room, she developed cardiac arrest with loss of pressure and pulse. Cardiopulmonary resuscitation (CPR) was performed; however, the patient's family decided that resuscitative measures should be stopped. The patient was transferred to the intensive care unit (ICU) and later expired. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Although a conclusive cause for the reported, patient effects and the relationship to the product, if any, cannot be determined, and a conclusive cause for the reported leak can not be determined, the treatment appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency.